Event description:
Medtronic received a report that the solitaire ab stent could not enter the microcatheter. It was reported that when the stent was pushed into the rebar microcatheter, there was obvious resistance. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the procedure was completed with the replacement of the same model device. Catheter resistance occurred in the proximal section. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.